Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) year old male patient was treated by the lifevest and subsequently passed away on (B)(6) 2014. There was no indication of any device malfunction. The exact time of death is not known.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) has not yet been returned to zoll. There is no indication of any device malfunction. At 19:31:25 on (B)(6) 2014, the lifevest detected ventricular fibrillation. The electrode belt deployed gel at 19:31:44. A 150j pulse was delivered at 19:31:56. The post-shock rhythm was asystole transitioning to slow bradycardia (11 bpm). The patient subsequently passed away. The exact time of death is not known. Post-shock asystole is a known risk of defibrillation. There is no indication of any device malfunction. The lifevest appropriately detected and treated ventricular fibrillation. The device functioned as designed.